Event description:
Additional information was received from a healthcare provider (hcp) who reported that in (B)(6) 2020 she went to refill the pump and got back most of the drug (almost 40 ml). The pump was filled again on that date. Then, there was another refill in (B)(6) 2020 where the same thing happened (almost all drug came back). They attempted to have patient go into their doctor¿s office to do more troubleshooting, but the patient was concerned about covid and had cancelled two appointment. Per the hcp, there were no events with the pump upon interrogation with the clinician programmer and the patient had no symptoms of withdrawal. The patient was given oral baclofen and was being managed well symptom-wise. The patient had some somnolence with the oral baclofen but again was doing okay with her symptoms. Per the hcp, since the patient was unwilling to go into the office to do troubleshooting at this time, they were considering turning the pump off. The permanence of programming the pump to off state was reviewed with the hcp and the hcp was going to make sure the patient also understood. The code to permanently shut off the pump was provided to the hcp who was going to be driving to meet the patient. Additional information was received from the hcp who reported that she left the pump empty and permanently shut it down.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the volume discrepancy was not determined. No actions were taken as the patient did not wish to pursue troubleshooting. The volume discrepancy has not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 679.6 mcg/day) via an implantable pump for intractable spasticity. It was reported that the rep was asked by the hcp today about the process of programming the pump to off state. Caller states since the summer of 2020, the patient has had volume discrepancies at refills and had some increased spasticity which they have treated with po baclofen as needed. The first volume discrepancy was the summer of 2020 and the actual reservoir volume (arv) was 30ml and were expecting much less (unknown amount), and again in (B)(6) 2020 the expected reservoir volume (erv) was 1.7ml and the arv was 40ml. Caller was not aware of any troubleshooting that was done and now due to the patient being home bound and her situation the plan is to program the pump off. They discussed checking the reservoir volume again before abruptly programming the pump off.